Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated and optimized to the correct operating voltage. The ffb pcb and gib pcb were reseated during the service event and the 3 vdc coin battery was replaced. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently displayed multiple errors resulting in intermittent fluoroscopic functionality. No pt serious injury or death was reported related to this event.